Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional tricuspid regurgitation (tr), dilated atrium, and a large annulus with an approximately 1cm gap for a triclip procedure. A triclip was deployed centrally on the septal/posterior leaflet, a second clip was implanted from the posterior 1 to septal leaflet and the third clip was implanted from the posterior 2 leaflet to the septal leaflet. The final mr was grade 4. There was no clinically significant delay reported. On (B)(6) 2025, the patient returned symptomatic with dyspnea and reduced performance capacity of an exercise stress test. A single leaflet device attachment (slda) was identified. The third clip was detached from the posterior leaflet. The tr was unchanged from the new baseline at grade 3-4. The clip was attached to the anterior leaflet and was stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appear to be related to patient morphology/pathology. The reported patient effect of dyspnea and test result (reduced performance capacity) appear to be related to the slda. Dyspnea and test result are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.